Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the medium-large clip applier instrument would not close on the clip. The unclosed clip was removed from the patient. Use of the instrument was discontinued, and it was replaced with a backup. No fragment(s) fell inside the patient. The customer completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the medium-large clip applier instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and installed on an in-house system and driven and failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip was installed on to the clip applier, upon activating the clip application the clip would not lock/clip to the test tubing. The clip stayed attached to the clip applier and had to be manually removed. The instrument was found to have two severely bent grips, causing misalignment of the grips-tips. There was a 1.25 mm offset at the tips. The complaint was confirmed by failure analysis.